Event description:
A remstar auto w/ht hum device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and found deteriorated foam particles. Additionally, the service technician also noted error codes present e053 comp log sem timeout. The device was scrapped by the service center after the evaluation was completed.